Event description:
During a typical flutter procedure, a steam pop occurred with resulting thrombus. While ablating the cti (40w) approximately halfway down the line, a steam pop was heard. Hemodynamic monitoring was stable throughout the procedure with no obvious signs of adverse events. The cti line continued with power reduced to 30w and then down to 25w at the ivc end. The procedure was completed successfully without no adverse events and the patient left the lab. The patient was admitted within a week with chest pain and a troponin rise. An angiogram was performed which revealed thrombus in the right coronary artery. The thrombus was removed, a stent was placed, and the patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus could not be conclusively determined. However, the thrombus was assumed to be procedure related.